Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter. Each week the doctor has increased her warfarin dose and it has gotten lower instead of going up. Patient self tester has been testing on the same meter for about 3-4 months. Patient was on antibiotics, her last dose was yesterday, thursday (B)(6) 2011, due to a recent tooth extraction. She is also taking advil for pain.